Event description:
A healthcare facility in china reported via a fisher & paykel healthcare (f&p) field representative that an mr290v vented autofeed humidification chamber base was leaking. There was no patient involvement.

Manufacturer narrative:
Ps311553 the complaint mr290 autofeed humidification chamber was not returned to fisher & paykel healthcare in new zealand for evaluation. Without examining the complaint device we are unable to confirm a fault with the device. The facility reported that the subject mr290 chamber had a water leak from the chamber base prior to use on a patient. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290 state the following: - "maximum operating pressure: 8 kpa" - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarm."

Manufacturer narrative:
(B)(4). The complaint mr290 autofeed humidification chamber is not available for return to fisher & paykel healthcare in (B)(4) for evaluation. We are currently in the process of gathering additional information about the reported event. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that an mr290v vented autofeed humidification chamber was leaking. There was no patient involvement.